Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, PMA/510k, if follow-up, what type, device evaluated by MFR. Investigation summary: review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination found that the nozzle had become detached from the fan spray tip. This complaint is confirmed. Reviewing the complaints for the lot number could not be performed as there was no lot number reported for this complaint. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during the surgery, the valve came off from the fan spray tip to inside of patient's body during use. Fortunately, the surgeon noticed this incident, he removed it from the wound. Therefore, the valve didn't retain in the patient's body. No additional patient consequences were reported as a result of this malfunction.